Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensors glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported the sensor glucose and blood glucose value difference. The customer reported blood glucose value of 40 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-342, mmt-441ag, mmt-1884, mmt-7040a. Troubleshooting was partially performed. The customer was reporting a discrepancy between sensor glucose with values of 80 mg/dl and blood glucose with values of 40 mg/dl. Delivery was not suspended. Explained sensor may have no longer been responding to glucose changes and explained possible causes. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return was required for mmt-342, mmt-441ag, mmt-1884. Mmt-7040a was requested and customer response was the device would be returned.